Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. A specific value was not provided. Reportedly, the customer required assistance to treat bg level. No additional information was provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.